Event description:
It was reported that this electrode has dislodged. This was discovered via an x-ray. A procedure will be scheduled to reposition the electrode. There were no additional adverse patient effects. The product remains implanted.